Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The evaluation of the actual device could not be conducted due to the device not being returned. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that bypass tube was already detached. The bypass tube was already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. The pouch was fully opened all the way from the arrow side to the end on a clear and flat surface. There was no obstacle to open the pouch. The device was not used and another angio-seal device was used to achieve hemostasis. The size of the sheath ancillary used was 6 fr. It was reported that the patient had to no health damage.